Event description:
It was reported that there was a defective cuff. Issue was discovered during the cuff pre-check prior to inserting in the patient.

Manufacturer narrative:
Other, other text: d4: device serial number/lot number is unknown, no information has been provided to date. H4: device manufacturing date and d4: device expiration date could not be determined. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damaged could be detected. Functional testing found the cuff inflated successfully; the complaint was not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).